Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified overweight, deformation, crease fold. Cloudy and bubbles in the gel observed after autoclave cycle. It is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture baker grade iii and "exchange from textured to smooth breast implants." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.